Manufacturer narrative:
The product was returned with the membrane completely folded with traces of blood on the exterior and interior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed at approximately 41.1cm from the iab tip. The evaluation confirms the presence of a leak as an as analyzed failure, likely caused by a sharp object. However, we are unable to conclusively determine when this leak may have occurred. Therefore, the root cause for the leak is impossible to define. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00634, a leak was found that was unrelated to the reported fiber optic sensor failure mode. There was no patient involvement.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00634, a leak was found that was unrelated to the reported fiber optic sensor failure mode. There was no patient involvement.